Manufacturer narrative:
Patient weight is not available. A medtronic representative inspected the imaging system on-site. The system was checked and it was found that the door was jammed with the lower gantry cover. The jam was cleared, inside the gantry was cleaned from fallen debris and pieces from the lower carbon cover, and door open and close mechanism testing passed. No parts were replaced on the system. A full imaging system check-out was completed following this troubleshooting and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system door was unable to be opened. Following a successful spin, the user attempted to open the door and a loud noise was heard. One of the door covers was also noted to be out of position. The system was moved to the end of the table to allow the surgeon to close the patient. This occurred after imaging had successfully been used for the procedure and was no longer needed. There was no impact to the patient, and the procedure was completed successfully after a delay of less than one hour. No further details were provided.

Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
(B)(6).